Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D4 - lot #: possibly 15723833. G4 - PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the wire guide included in the thal-quick chest tube set unraveled and nearly separated during a chest drain insertion on an unknown patient. Delicate removal of the wire guide was required by the user in order to prevent any unintended portion of the wire from being left in the patient's chest cavity. The patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information regarding event details has been requested but is currently unavailable.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Correction: d4-model# investigation ¿ evaluation it was reported that the wire guide included in the thal-quick chest tube set unraveled and nearly separated during a chest drain insertion on an unknown patient. Delicate removal of the wire guide was required by the user to prevent any unintended portion of the wire from being left in the patient's chest cavity. There was a small amount of resistance when advancing the wire, but there was significant resistance when trying to manipulate the wire after being advanced. The wire had been passed through the needle as per standard seldinger technique. When the user managed to pull the wire out, it was apparent that the wire has "uncoiled. ¿the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the documentation, including the quality control procedures and instructions for use of the device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device history record could not be reviewed as the customer did not provide the lot number for the complaint devices. Cook reviewed the sales history for this complaint and was unable to identify the complaint lot. Cook also reviewed product labeling: the product IFU, [c_t_thal_rev11] ¿thal-quick chest tube sets and trays,¿ provides the following information to the user related to the reported failure mode: ¿instructions for use -when the appropriate drainage site has been identified, advance the soft ¿j¿ end of the wire guide through the needle and into the pleural space. Note: the wire guide should pass through the needle and advance into the pleural space without resistance. Note: the skin level marker on the distal end of the wire guide can be used as an insertion depth marker on patients with normal anatomy. Note: due to anatomical variations in chest wall thickness, insertion depth of introducer needle, wire guide and dilators will vary from patient to patient. -remove the needle, leaving the wire guide in place. -liberally inject additional local anesthetic into the intercostal muscles surrounding the wire guide. -while maintaining wire guide position, dilate the tract and opening into the pleural space by advancing, in sequence small to large, the supplied dilators over the wire guide. Introduction into the pleural space is facilitated by rotating and advancing the dilators in line with the wire guide to prevent its kinking. Note: it is important to have enough length of wire guide exiting the access site to facilitate controlled introduction of the dilators. The dilators only have to enter the pleural space to their full diameter and should never be advanced beyond the distal end of the wire guide. -with the wire guide still positioned within the pleural space, advance the chest tube inserter/chest tube assembly over the wire guide and into the pleural space. Note: if resistance is encountered during chest tube assembly insertion, determine the cause of resistance and take necessary action to relieve resistance before proceeding. -note: it is important to advance the chest tube assembly into the pleural space in the same line as the wire guide. This will make introduction easier and avoid kinking of the wire guide. Note: the distal end of the chest tube inserter should not be advanced beyond the distal end of the wire guide. -remove the wire guide and chest tube inserter leaving the chest tube in place.¿ evidence gathered upon review of dmr and device failure analysis, suggests that there is no indication the complaint device was manufactured out of specification. Based on the information provided, no returned product and the results of our investigation, it was concluded that the cause of event to be unintended use error. It¿s possible the wire guide was manipulated through the needle however this cannot be confirmed without additional information. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received on 03jun2024, it was reported that there was a small amount of resistance when advancing the wire, but there was significant resistance when trying to manipulate the wire after being advanced. The wire had been passed through the needle as per standard seldinger technique. When the user managed to pull the wire out, it was apparent that the wire has "uncoiled".